Manufacturer narrative:
(B)(4). Date sent: 5/13/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Did the device staple? -yes 2. If yes, was the staple line complete (fully circular)? -no 3. Was the breakaway washer completely cut? -no 4. Were there two complete tissue donuts? -no 5. Was it a partial cut? -yes if so what was cut partially, washer or tissue? -washer 6. If yes/no, was there any issue with the cut? -unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the bowel anastomosis surgery, after fired, noted that the tissue was not cut completely, but there were some staples deployed on the tissue. Changed another device to complete the procedure. There was no patient consequences reported. No additional information could be provided.